Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 193 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 110 mg/dl. The customer stated he is testing three times a day (fasting). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 135 mg/dl using truemetrix air meter and 144 mg/dl using truemetrix air meter. The product is stored according to specification and is stored in the den. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set): 183mg/dl (B)(6) 2017 08:30 pm fasting:yes, 193mg/dl (B)(6) 2017 08:27 pm fasting:yes, 176mg/dl (B)(6) 2017 08:26 pm fasting:yes, 76mg/dl (B)(6) 2017 05:12 pm fasting:yes, 106mg/dl (B)(6) 2017 01:00 pm fasting:yes. Memory concerns:the customer is concerned with these results: 183 mg/dl on 8:30 pm at (B)(6) 2017, 193 mg/dl on 8:27 pm at (B)(6) 2017, 176 mg/dl on 8:26 pm at (B)(6) 2017.